Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing numbness, pain, and sciatic nerve damage.

Manufacturer narrative:
It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Device was not returned for investigation. Review of the complaint histories for the parts/lots identified did not identify any additional complaints with the same or similar reported complaint issue. Review of device history records found all units were released to distribution with no deviations or anomalies. DHR review of lot 61704699 indicated part was scrapped and removed from the lot. The risk management files were reviewed and no new risks were identified. Device was used for treatment. Surgical notes were not provided. Root cause was could not be determined with information provided.